Manufacturer narrative:
It is noted the date of event is exact (not approximate).

Event description:
Information received via a healthcare professional from a clinical study reported high impedances. Diagnostic methods included device interrogation on (B)(6) 2015 that indicated impedances were higher on the left lead/extension than 2000 ohms. Etiology was reported as related to the device or therapy and possibly related to the implant procedure. No actions had been taken and the outcome was considered ongoing.

Manufacturer narrative:
Additional review indicates this information was already reported in manufacturer¿s report #3007566237-2016-03332. Any additional information regarding the event will be submitted as a supplemental submission to that report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the outcome was resolved without sequelae december 1, 2016.